Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The sample was rerun in duplicate on the same instrument and resulted lower. The rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The expected results had been obtained on the sample with the instrument prior to the tsc being contacted. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.